Event description:
Event description cpi received information that during the implant of this implantable pulse generator (ipg), it exhibited no capture until the set screw was tightened down. The patient was pacemaker dependent.